Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility regarding the reported event. The user facility reported that their reprocessing includes: using the cleaning and disinfectant solutions endozime (ruhof), endoquick (olympus), acecide part a&b (olympus) with the endoscope. Pre-cleaning is being performed immediately after a procedure. The endoscope is being leak tested prior to manual cleaning with an olympus mu-1. A single use olympus bw-412t is used to brush the endoscope¿s channel during manual cleaning. The endoscope is then reprocessed in the olympus oer-pro- machine. The aer¿s minimum effective concentration is being tested after every load. The user facility reports that there have been no problems noted with the aer. The scope is hung in a cabinet. The date of the last reprocessing in-service conducted by an olympus endoscopy support specialist is unknown. There have been no recent changes in the facility¿s reprocessing personnel. The facility reports that all reprocessing personnel are trained on how to properly reprocess an endoscope. The device was returned to the service and is pending evaluation.

Event description:
The service center was informed that the scope cultured positive for providencia stuartli and achromobacter species after reprocessing. The user facility reported that prior to this event the scope had cultured positive back in may. There are no associated patient infections. The facility¿s infection prevention department and infectious disease doctor have removed this scope from circulation at the hospital.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please see the updates. The scope was sent to an independent laboratory for microbial testing. The scope's air/water instrument / suction channel and auxiliary water were cultured and tested positive for the following microorganisms streptococcus tigurinus. The scope was then ethylene oxide (eto) sterilized and returned to olympus for a device evaluation. Olympus performed a visual inspection on received device using an olympus boroscope and found scratch mark inside the channel from the bending section. Additionally, the suction channel was inspected and found no kinks, stains, or foreign material. The scope passed leak testing. The scope was serviced and returned to the user facility. A review of the instrument history revealed was purchased (B)(6) 2015. The last time the scope was returned for service was june 27, 2019 and underwent refurbishment.